Event description:
After eight years of successful cochlear implant use, the pt began experiencing odd auditory porcoptions and headaches. Due to these disturbances, explantation was decided upon. Explantation/reimplantable surgery was succesfully completed in 2005. During the explantation surgery, the surgeon noticed that the electrode array appeared to be sheared.